Event description:
On april 21, 2007, the lay pt's mother contacted lifescan (lfs) alleging the pt's one touch ultra 2 meter read inaccurately low. The mother told the lfs customer care advocate (cca) that the pt, a child, has the flu. The mother stated that, the reported one touch ultra 2 meter kept reading about 100. The time period that the reported meter read "about 100" was not provided. The mother said, that the pt was home with her father for an unidentified period of time and the father did not contact the pt's physician because the reported meter readings were about 100. The mother came home and tested the pt for ketones; the result was high ketones. The mother performed a control solution test on the reported meter, which was outside of specs. The mother contacted lfs after performing the failed control solution test. The cca confirmed that control solution test results of 84, 11, 149, and 105 mg/dl performed with two different containers of test strips were outside of specs (106-141 mg/dl). The mother tested the pt's blood glucose with another lfs one touch ultra mini meter while on the phone with the cca and obtained a result of "hi" (above 600 mg/dl); the pt also obtained a high ketone test result. The mother told the cca a similar incident had occurred "about 3 months ago". However, no further info was provided regarding the previous incident. It would have been helpful to know the pt's diabetes treatment regimen, the pt's specific symptoms at the time of concern, the specific times and values obtained on the reported meter, and any actions taken to affect the pt's blood glucose level prior to and during the time of concern. The lfs cca advised the mother to call the pt's physician for treatment advice. The meter, test strips, and control solution were replaced. The complaint is reported because the pt's mother alleges, that the reported meter read inaccurately low compared to another meter reading of >600 mg/dl and while the pt tested positively for ketones. The mother was advised to contact the pt's physician for treatment advice.

Manufacturer narrative:
Lifescan requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.